Event description:
It was reported by a healthcare provider that a patient with an intera 3000 hepatic artery infusion pump presented with a dry pump after refill. It was later determined by the same healthcare provider that the pump was inadvertantly filled with 20 ml of infusate instead of 30 ml of infusate. Specifically: the patient was refilled on (B)(6) 2022, while hospitalized. He was filled with 25,000 units of heparin in 20cc saline erroneously. When the pump was refilled on (B)(6) 2022, there was no [infusate] return. It was filled, without difficulty, with 30,000 units of heparin in 30 cc saline. On (B)(6) 2022, day after the pump fill, the pump was accessed using a bolus needle to determine if the catheter was obstructed. The heparinized saline infused well with no signs of obstruction. No patient injury was reported and according to the healthcare provider, the patient did not experience complications pertaining to this incident.

Manufacturer narrative:
No device deficiency was alleged in this complaint. Blank spaces in the MDR represent unknown information at the time of this report. The device remains implanted at the time of this report. If further information is receieved, a supplemental report will be filed.